Manufacturer narrative:
A review of tickets was performed for reagent lot number 05302be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained reagent kit of lot number 05302be00 was tested in a sensitivity setup. The sensitivity panel showed the sensitivity performance is not negatively impacted as no false non-reactive results were obtained. Additionally, two commercially available seroconversion panels were tested with reagent lot 05302be00. The results were compared to the architect anti-hbc ii results provided by the panel manufacturer. The lot detected the same bleeds as reactive for the seroconversion panels. Therefore, the sensitivity performance of the complaint lot is not adversely impacted. A review of the manufacturing documentation did not identify any issues associated with the customer's complaint. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hbc ii assay, lot 05302be00.

Manufacturer narrative:
Patient information: patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false (B)(6) architect (B)(6) results for 1 sample. The following data was provided: sid (B)(6) initial result = (B)(6), repeat = (B)(6). No impact to patient management was reported.